Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. Reference medwatch report with patient identifier (B)(6) for the nano system.

Event description:
Customer reported he received the following results on 2 different meters within 5 minutes: 296 mg/dl (nano system) and 130 mg/dl (aviva system). No adverse event due to the device reported. The alleged product was requested for evaluation.